Manufacturer narrative:
D4 - expiration date (dd-mmm-yyyy): 21-jun-2023 corrected to 31-may-2026. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -12.5/2.0/095 (sphere/cylinderaxis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim # (B)(4).